Event description:
It was reported that the system 9800 locks up intermittently requiring the system to be reinitialized in order to clear the error and continue operation. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. System error logs showed corruption of cmos memory on the generator interface circuit board. Reloaded all memory and replaced back up battery. The system was tested and found to be working as intended and placed back into service.